Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned for analysis. Other text : the device was returned to the manufacturer, analyzed and subsequently tested out of specification. Additional information was received in a lawsuit alleging the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]" and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages". No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event. Lead(s), fracture of shock, inappropriate.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. Additional information was received in a lawsuit alleging the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]" and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages". No further patient complications have been reported as a result of this event.